Event description:
IV pca tubing/filter burst open while rns priming the tubing through the ambulatory pump. Obtain pca bag for pharmacy, rn attempted prime administration set and it would not prime. Second bag obtain for pharmacy. With second bag, 2 rns were at bedside to change pca bag. While rns were priming the tubing, a crack noise was heard along with a spray of fluid. Tubing/filter of pca was leaking. An additional bag was requested from pharmacy. This is the third bag requested. No issue with third bag.